Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the inflation valve during use.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with syringe. Inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and no leaks were found inflation and deflation of catheter balloon. Asymmetrical balloon with concentricity of 80:20. Also received 3 photo samples: first photo sample: top view of inflation cap, second photo sample: top view of catheter and syringe used, third photo sample: side view of inflation cap. Therefore, the reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Labeling and DHR reviews are not required as the reported event was unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the inflation valve during use. Per investigator's notification received on 19may2025, it was reported that asymmetrical balloon was found during sample evaluation.